Event description:
The customer reported false negative results with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation pcr testing was performed on an unknown date which generated a positive result (platform and sample type unknown). The patient did not quarantine until the positive pcr result was obtained. No further information regarding symptoms, health impact or outcome was provided.

Manufacturer narrative:
PMA/510k: similar to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1060760 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1060760 and test base part number 190-430 / lot 1060760. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4) . Based on the evidence available, this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and a product deficiency has not been identified.